Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that during a procedure, skin redness was observed on the patient¿s right lateral side where two bovie pads had been placed. The procedure involved the use of both a regular bovie generator and erbe generator from the da vinci tower, as the team alternated between laparoscopic and robotic approaches. The redness appeared in the same area with both the regular bovie pad and the erbe pad. No issues with the generator were identified. The physician assessed that the redness may have been related to adhesive sensitivity. Patient code: 1840, 1907. Device code: 2682. Reference report mw5185389. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).